Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, breast is deformed, pain through the rib cage, pressure, implants is deformed, issues are getting worse... Capsular fibrosis. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported ¿pain, breast is deformed, pain through the rib cage, pressure, implants is deformed, issues are getting worse.¿. Later the physician reported "capsel fibrosis" baker grade iii and "lymphoma¿. Pathology report received stated: ¿microscopy: capsule-like, strongly hyalinized connective tissue with tissue basophilia. Foreign bodies can be found over the entire width; these are not birefringent under a light microscope. No evidence of inflammatory infiltrates. The pas staining and the evg staining are negative. No evidence of hemosiderophages in the prussian blue staining. Critical report: a periprothic, capsule-forming fibrosis with foreign material that is not birefringent under a light microscope without inflammation", " no evidence of malignancy". The device has been removed. Left side.